Manufacturer narrative:
The field service engineer (fse) replaced the gear pump head (gph), choke and both of the reagent probes. He set up the gph pressure and probe positions. He checked the water levels and detergents. He started the analyzer on a mechanical check and noted reagent probe errors. He replaced the upper position sensor and performed a mechanical check with no further issues. The investigation is ongoing.

Event description:
The initial reporter received questionable ca calcium results for an unspecified number of patients tested on a cobas 6000 c501 module. The questionable results were not reported outside of the laboratory. The reporter was able to provide 2 examples of questionable results: sample 22l361002 had an initial result at 2:43 pm of 0.45 mmol/l. The repeat result at 3:39 was 2.55 mmol/l. Sample 22l359577 had an initial result at 2:55 pm of 0.45 mmol/l with a repeat result of 2.34 mmol/l. The reagent lot number is 586586. The expiration date was requested but not provided.

Manufacturer narrative:
Sample 22l412414 had an initial result from the analyzer at 9:28 of 0.36 mmol/l with a repeat result from their other analyzer at 9:43 of 2.45 mmol/l. Sample 22l412450 had an initial result from the analyzer at 9:37 of 0.39 mmol/l with a repeat result from their other analyzer at 10:14 of 2.19 mmol/l. Sample 22l412655 had an initial result from the analyzer at 9:47 of 0.42 mmol/l with a repeat result from their other analyzer at 10:14 of 1.91 mmol/l. Sample 22l411436 had an initial result from the analyzer at 9:56 of 0.37 mmol/l with a repeat result from their other analyzer at 10:19 of 2.34 mmol/l.

Manufacturer narrative:
The investigation excluded reagent issues. The assay and module were confirmed to be performing within specifications. After service, no further issues were reported by the customer.  The investigation determined the event was consistent with a maintenance issue.